Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, a stent was deployed inside a non-calcified, non-tortuous mid right cornary artery. The balloon was then deflated and the delivery system moved approx 2mm proximal in order to appose the stent into the larger portion of the vessel. After inflation at 12 atm, the balloon was deflated and could not be removed. A syringe was used in an attempt to deflate and remove the balloon but was unsuccessful. Another attempt to inflate and deflate and remove was unsuccessful. Ultimately, the delivery system was removed as a unit. The stent remained in place and no pt injury was reported.